Event description:
Back-to-back capillary tests were performed, using the suspect device, with results of 569 mg/dl and 553 mg/dl. Reporter stated that a venous blood sample, obtained from the same pt within 1 hour, was tested in the facility's lab with a result of 84 mg/dl. According to reporter, pt was not treated based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.